Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported their ins did not seem to be working. Caller reported they would go pee and there would still be pee leftover. Caller had not used the programmer in a longtime and did not know how to use it. When walking through troubleshooting, the patient was seeing the patient programmer batteries were depleted screen. Caller changed the batteries on the call to resolve this issue. Caller was able to sync with their programmer and it showed stimulation was on program 3 at 1.0v. Caller increased stimulation to program 3 a 1.05v on the call and reported they felt it comfortably in the correct area. Caller was redirected to their healthcare provider to discuss symptoms if they didn't resolve after making the adjustment. Caller also reported they had trouble seeing and trouble getting the antenna on their back due to their shoulder. No further complications were reported or anticipated.